Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2014 due to normal battery depletion (nbd). A product experience report stated that a high pacing impedance greater than 2000 ohms and oversensing was noted. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).